Event description:
It was reported that the customer visited the emergency room with a blood glucose level between 50 and 70 mg/dl. The customer experienced a seizure as a result of the event. The suspected cause of the issue remains unknown, and no problems were observed with the cartridge, infusion set, or insulin. The customer consumed carbohydrates to manage their blood glucose level and did not receive any additional medical treatment before being released from the emergency room on the same day.